Event description:
It was reported that the 9800 system had dark images and the kvp and ma went to max. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray control board was replaced and the high voltage connection was cleaned and re-greased during the svc call. The system was tested and found to be working as intended, and put back into svc. This MDR is related to ge healthcare complaint number.